Event description:
It was reported that a malfunction occurred with the pump, identified by code malf 25, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer was provided with instructions to put the pump into storage mode before returning it to tandem. A replacement pump was sent to the customer, who was also advised to connect their cgm to the new pump and transfer settings. The customer was instructed to return the problematic pump within 10 days to avoid charges and agreed to use mdi as backup therapy to maintain insulin delivery.